Event description:
It was reported a right knee revision was performed due to subsidence and loosening of the right tibial baseplate.

Manufacturer narrative:
We found out that part number71421523/ lot number unknown was a duplicate device. The only concomitant medical devices are part 71421523/ lot 11dt06058 and part 71420174/lot 10et42396. Please refer to previous supplemental report for investigation results.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for the results of our investigation. (B)(4).